Manufacturer narrative:
Patient age not available from the site. Medtronic representatives went to the site to test the equipment. They were able to do a spin and check for accuracy. The navigation system passed the system checkout and was found to be fully functional. Unable to replicate reported issue.

Event description:
A medtronic representative was notified by the site that during a spinal fusion procedure, the surgeon felt inaccurate. The "probe" was showing about 5mm off to the right. The surgeon then tested the universal drill guide (udg) which was also showing 5mm off to the right. The surgeon opted to bring in another navigation system and take another image. No issues with inaccuracy were noted with the second navigation system. No screws were misplaced. The inaccuracy was discovered before screws were placed. There was a reported delay to the procedure of less than five minutes due to this issue. There was no impact on patient outcome.